Event description:
It was reported a nurse got a "little shock" when unplugging the programmer from the wall. The programmer was plugged into an adaptor power strip. Follow-up information received reported there were no issues/complications to the nurse as a result of this event.

Event description:
It was reported a nurse got a "little shock" when unplugging the programmer from the wall. The programmer was plugged into an adaptor power strip. Follow-up information received reported there were no issues/complications to the nurse as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification.

Event description:
It was reported a nurse got a "little shock" when unplugging the programmer from the wall. The programmer was plugged into an adaptor power strip. Follow-up information received reported there were no issues/complications to the nurse as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm or reproduce shock hazard. The power cord was inspected and there was no damage to the cord. It was also noted that the electrocardiogram connector broke loose from the link electronic module (lem) and the device was very scratched up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm or reproduce shock hazard. The power cord was inspected, and there was no damage to the cord. It was also noted that the electrocardiogram connector broke loose from the link electronic module (lem), and the device was very scratched up.